Event description:
While performing onsite service for the device, an authorized field service engineer (fse) discovered that the unit had experienced a display test failure. There was no reported patient involvement.